Event description:
Caller experienced an issue with an incorrect pump date, which required assistance. There was no adverse impact to the customer's blood glucose level. Customer support helped update the pump date and educated the caller on the potential impact of incorrect date settings on uploads and reports.